Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. A 16x3.50mm veriflex stent delivery system (sds) was advanced to the target lesion. After inflating the delivery balloon once, it completely failed to deflate. Both the stent and the balloon were removed and the procedure was completed with a different bare metal stent. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. A 16x3.50mm veriflex stent delivery system (sds) was advanced to the target lesion. After inflating the delivery balloon once, it completely failed to deflate. Both the stent and the balloon were removed and the procedure was completed with a different bare metal stent. No patient complications were reported and the patient's status is ok

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned device revealed that the delivery device was returned, undamaged, but without the stent. The device was received inserted through a .068 guide catheter. The distal tip section of the device was exiting out through the distal end of the guide. The device was removed from the guide with no significant restriction. Upon removal from the guide catheter, there was a large build up of blood on the surface of the sds. A visual examination of the balloon revealed that it was deflated, however it was not refolded. There was a small impression on the surface of the balloon where the stent had been crimped initially, however no stent was returned for analysis. An examination of the proximal weld section confirmed that there were no stretching or focal neck-downs. Using an encore inflation unit the balloon was inflated to 18 atmospheres without issue. A vacuum was pulled and the balloon deflated fully in approximately two seconds. This inflate and deflate was repeated three more times and on each occasion the balloon deflated in approximately 2 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)